Event description:
It was reported via legal notification, that patient, underwent initial bilateral knee replacement surgery on (B)(6) 2008 and was implanted with a optetrak device. Plaintiff was implanted with a optetrak posterior stabilized tibial insert, along with an optetrak stem, optetrak patella, optetrak screws, a optetrak tibial tray, and a optetrak posterior stabilized femoral component. Following the surgery, plaintiff began experiencing worsening symptoms, pain, instability, effusion, and antalgic gate. Plaintiff underwent a left knee revision surgery on (B)(6) 2009 and was inserted with another optetrak device, approximately 11 months post initial procedure. Plaintiff continues to experience pain and discomfort on a daily basis in both knees which limits her daily activities and quality of life. No device return anticipated due to this being a legal case.

Manufacturer narrative:
Common device name: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
D10: concomitants: serial #: (B)(6), category #: 234-02-02 - optetrak asy,ps cemented femoral, sz 2; serial #: (B)(6), category #: 204-04-22 - trapezoid tibial tray sz 1f/2t, 2f/2t. H6. Investigation - based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the patient's lack of extension and subsequent revision to down sized implants cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. H7. No & h9.

Event description:
Additional information received via legal department: revision operative report left knee for (B)(6) 2009. Preoperative diagnosis: extension loss, left knee. In spite of physical therapy, the patient failed to gain full extension and is now symptomatic compared to her opposite knee. Admitted for poly exchange and to downsize the implant. No unusual occurrences noted in the op report; the knee was stable to flexion and full extension was obtained. Dressings were applied and the patient was transferred to the recovery room in stable condition, having tolerated the procedure well. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.corrected fields: b1, b2, g2, h6-medical device problem code and component codes.

Manufacturer narrative:
D1: corrected. H4: corrected. H6: corrected health effect and medical device clinical codes.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: a, b, c, d, e the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.